Manufacturer narrative:
No product has been returned for evaluation as it was returned to (B)(4). No root cause can be confirmed at this time.

Event description:
Information was received that a revision procedure was performed on (B)(6) 2013. As per the reporter the patient developed an infection and the proximal structure failed.